Event description:
The facility reported an infusion pump with a failure code 812:02. It was not specified if the failure occurred while infusing on a patient. However, the facility representative stated that no injury was involved and no incident reports have been filed since the last baxter service event.

Manufacturer narrative:
The device involved has been received for evaluation.